Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device was fired eight to ten clips. The eleventh clip ejected out of the device and into the patient. The clips were retrieved. The twelfth clip was almost out of the jaws when the thirteenth clip came out over top of the twelfth clip. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed three conforming clip and ejected the remaining nine. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.